Manufacturer narrative:
Batch review performed on 02 sept 2025. Lot 1902898a: (B)(4) items manufactured and released on 13-08-2024. Expiration date: 24-07-2029. No anomalies found related to the problem. To date, two items from the same lot have been sold, with no similar reported event during the review period. Conclusion: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
14 days after the primary surgery, the patient reported pain due to a subsided stem of unknown cause. The surgeon revised the metaphysis and liner, and the surgery was completed successfully.